Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been made and no response to date. If further details or the device are received at a later date a supplemental medwatch will be sent. Are any photos of wound available? Initial wound laceration closure date? Please confirm, it was noted the reaction and dehiscence occurred post op day 5 on (B)(6) 2020? How was the reaction / dehiscence treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied on the tape. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an laceration closure in emergency department on (B)(6) 2020 and topical skin adhesive was used. 5 days later, patient visited resident surgeon to change dressings. Wound dehiscence and massive secretion with vesicles and slight reddening was found. Not typical symptoms for infection. Development of large contact dermatitis. Treatment is still ongoing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA:(B)(6)2020. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. 1.- are any photos of wound available? Yes 2.- initial wound laceration closure date? Unknown, resident dermatologist took over wound treatment 3.- please confirm, it was noted the reaction and dehiscence occurred post op day 5 on jan. 15, 2020? Patient wore dressings for 5 days. Issues were detected during first change of dressings. 4.- how was the reaction / dehiscence treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed please describe how was the adhesive was applied on the tape what prep was used prior to, during or after dermabond advanced use? Disinfection of wound with octenisept, wound closure using dermabond, sterile nonwoven swab, gauze bandage as dressing. No further substances used. 5.- was a dressing placed over the incision? If so, what type of cover dressing used? 6.- is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? No allergies known. 7.- were any patch or sensitivity tests performed? No 8.- do you have the product lot number involved? No 9.- what is the physicians opinion of the contributing factors to the reaction? Provided we believe the mother never opened the dressing and the resident dermatologist did not apply additional substances, then the medical conclusion would be a reaction to skin adhesive. 10.- what is the most current patient status? Patient did not show up again. Resident dermatologist reported that wound healed in the meantime. His lat contact with patient was on (B)(6)2020 . 11.- is the product or representative sample (product from the same lot number) available for evaluation? No 12.- patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Healthy child, no previous illnesses, no surgery, no known allergies